Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The product malfunction allegation of the mounting hardware for head rest stripped is likely to cause harm with a harms and severity score of greater than 2 as the head rest is medically necessary for end user; therefore, the malfunction alleged is an FDA reportable event.

Event description:
The consumer is alleging that the mounting hardware for his head rest has become stripped and will no longer hold the head rest to the seat. The consumer is alleging this is an emergency for him as he uses the head rest and now has a sore neck. (B)(6) 2015: end user contacted provider for service and new hardware for the headrest. Headrest is needed to support head as they do not have full neck and head control. No medical attention sought at this time. No further information provided.